Event description:
Complainant alleged that while attempting to monitor a pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation, and this complaint is still under investigation.